Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was hospitalized for an elevated blood glucose (bg) level of 444 mg/dl with diabetic ketoacidosis. The user stated that the bg level could be due to an infection or stress. Reportedly, multiple occlusion alarms occurred on the same day. The user was treated with saline and insulin intravenous drip. The user was released from the hospital on (B)(6) 2016.